Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the revel ventilator would not ventilate a patient. The ventilator alarmed circuit disconnect with a new circuit. The return tidal volumes were reading 100 ml less than what volume was set. At this time, it is unknown if there was any patient harm associated with the reported event.